Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of the returned product sample. The customer provided a guide wire that was kinked at 13 cm from the j-tip at the distal end. The needle referenced in the complaint was not returned. The guide wire was found to be intact and within dimensional specifications. A review of manufacturing records did not yield any relevant findings. The probable cause could not be determined since the needle was not returned for analysis. No further action will be taken.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.

Event description:
It was reported that during insertion in ped, the md was unable to advance the guide wire through the introducer needle due to severe resistance. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.